Manufacturer narrative:
Only event year is known: 2020. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a proximal femoral nailing system-advanced (tfna) procedure, that the neck screw did not go through the nail properly. The fracture had fallen into varus and had failed to properly unite. The issue was discovered approximately six (6) weeks post op. Ap xrays initially failed to show a break in the nail but showed the neck screw was not sitting in the correct place. The surgeon followed up the following morning with a lateral xray, which clearly showed that the neck screw had not gone through the nail. The surgeon stated that the aiming arm may not have been tighten properly during the procedure. Intra-operatively, the neck screw not properly going through the nail was not visible on an xray. The patient did not complain of discomfort, and the current plan is to treat the patient non-operatively. Concomitant devices reported: tfna end cap (part number unknown, lot unknown, quantity 1), locking screws (part number unknown, lot unknown, quantity unknown), 12mm/125 deg ti cann tfna 400mm/right ¿ sterile (part number 04.037.230s, lot 3l24126, quantity 1), tfna fenestrated screw 110mm ¿ sterile (part number 04.038.210s, lot h831245, quantity 1). This report involves one (1) 125 deg aiming arm. This is report 1 of 3 for (B)(4). This report is related to (B)(4) which captures the intra-op event where the unknown aiming arm was not properly tightened. This report, (B)(4), captures the post-op event where the patient experienced non-union six (6) weeks after implantation of tfna devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: narrative (tfna screw did not go through tfna nail) could be verified from provided pictures. The tfna nail is not properly orientated. Please note, before inserting the head element the correct position of the nail and the guide wire needs to be verified in both the ap and lateral planes using the image intensifier. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.